Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain additional information related to the procedure, the reported device issue, and to obtain the product for analysis were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. A review of manufacturing documentation associated with this lot (31359808) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The product investigation will be closed as no further investigation can be performed at this time. If the product is returned or additional information is provided at a later date, the file will be updated and a supplemental 3500a report will be submitted. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 9061786) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31359808) and could not advance further. The physician attempted to retract the stent and observed that the stent was detached from the delivery wire in the microcatheter. The physician removed the microcatheter and stent from the patient and replaced both devices to complete the procedure, which was reportedly prolonged by approximately 15 minutes. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31359808) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-feb-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The presence of hydrophilic coating was confirmed. The luer hub of the microcatheter was inspected, and as described in the event, the concomitant stent was found detached inside the distal end of the luer hub. After retrieving the stent, the microcatheter was flushed with a lab sample syringe; however, no water exited from the distal end. After applying water pressure, a coagulum exited from the distal end of the microcatheter. After the microcatheter was cleared, it was flushed again, and a lab sample guidewire was advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The complaint is confirmed based on the coagulum residues found. It is suggested that an adequate saline flush was not maintained, and that could lead to an occlusion that could had prevented the concomitant stent for advancing through the microcatheter since according to the risk documentation insufficient flushing can lead to the microcatheter to become unusable. Additionally, no physical damages were noted on the microcatheter. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31359808) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.